Event description:
A report was received from the USA stating that during the preventive maintenance of an 840 ventilator, the device generated an inoperable message failing the power on self test (post). The ventilator was not in use on a patient at the time the malfunction occurred.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and isolated the malfunction to the inspiratory printed circuit board (pcb). The cse replaced the inspiratory pcb and upgraded the software to the current revision. The cse performed the extended self-testing (est) on the device and all tests passed. Covidien ref: (B)(4).